Event description:
Dr. (B)(6) asked to switch to a different sling. He recently seen a few patients postoperatively who have had problems with the slings. His complaint is the sleeve would not come off and this caused too much tension on the bladder. This happened on several procedures. The physician has changed his mind about using the product.

Manufacturer narrative:
The sleeve not coming off easily could be caused by tight fit between the sleeve and mesh. A review of the device history records was conducted and no non-conformance's were identified. The sleeve and mesh were built to the specification and met the inspection criteria. The complaint details do not indicate whether the event is related to the device, the surgical technique, surgeon experience, and/or patient anatomy.